Event description:
"While a surgeon was performing an arthroscopic procedure to the pt's knee, the scalpel blade, model number 11, came off the blade handle and had to be retrieved from the pt's knee joint. While the blade was being removed from the knee joint, the blade broke into three pieces. All three pieces were recovered."